Event description:
Olympus was informed that during an endobronchial ultrasound procedure (ebus), the users reported that the physician was unable to see the image, the image was smeared, and the light was dull. The physician reportedly stopped the procedure. The procedure was said to have been converted to a "metal stent procedure." The user facility reported there was no pt harm.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the image was foggy. The device failed leak testing, and the instrument channel was found to be punctured near the distal end. There were three broken fiber bundles that also affected the image. The bending section glue was cracked. The insertion tube was noted with two small indentations and the light guide tube was noted with three indentations. The reported phenomenon was attributed to physical damage related to user handling. This report is being submitted as a medical device report in an abundance of caution.